Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01778, for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2010. According to the complainant, during the procedure, the first band of each device was deployed onto a varix successfully. However, when the physician released the second band on each device, the band did not stay affixed onto the varix and fell off. The physician then attempted to deploy the remaining bands. However, multiple bands were released simultaneously. These bands did not affix to the varices but fell into the patient. It was reported that adequate suction and red out were achieved prior to releasing the bands. It was unknown if the handle on the speedband superview band ligator was turned correctly. The bands were retrieved with a roth net. The two bands that affixed to varices were sufficient to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown however, it has been reported that the patient's age is estimated to be (B)(6). (B)(4), (failure to maintain). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.